Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Customer stated that during follow up after use of the radiofrequency generator, the physician noticed that the veins were still open.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
An investigation was performed and after each time the radio frequency generator was serviced, it had passed functional testing prior to release. The root cause of the reported event could not be determined. It should be noted the radio frequency generator has been scrapped per customer request. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and found that the procedure was completed by the patient being injected with foam sclero.